Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device eval. However, the driveshaft bearings were not turning smoothly and corrosion was discovered throughout the device, including the rotor, bearings and motor, which are probable causes of overheating.